Event description:
Hcp reported "surgeon not satisfied with drip rate. Catheter: kinked." 2. And the device was explanted returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.